Manufacturer narrative:
This report is being supplemented to provide additional information obtained through follow up.

Event description:
The issue of distal end/plastic distal end cover breakage happened, during the transport. The customer practices to perform procedures at three different locations in city. No patient or procedure was involved or reported as impacted. As the device was damaged and even elevator had issues. The device could not be adequately reprocessed/cleaned. However, as per customer, they perform (cds) cleaning sterilization and disinfection (cds). As per, training given to them.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing may not have been conducted properly due to malfunction of the forceps elevator. Additionally, the c-cover was broken by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have invaded the light guide (lg) lens and caused corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: detection way is included in tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are included in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscope had reduced angulation and the forceps raiser was not properly moving up or down. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the forceps elevator had residual liquid and the plastic distal end cover was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of reduced angulation was confirmed, while the allegation of the problematic forceps raiser movement was not confirmed. The device evaluation found the forceps elevator with residual liquid and the plastic distal end cover broken. In addition to the reportable malfunction, the following were noted: the plastic cover was deformed; the grip had a scratch; the nozzle was deformed; the adhesive around light guide lens had a crack; the connecting tube had a scratch; the universal cord had a scratch; the adhesive on bending section cover was detached; the due to wear of angle wire, the bending angle in the up, down, and right directions did not meet the standard values; due to wear of angle wire, the play of the right/left and upward/downward angulation control knobs were out of the standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.